Event description:
The pt's gesco peritoneal dialysis (pd) system was leaking at the stopcock. The dialysis nurse was paged and changed the entire set up. The faulty set up was saved and given to the supervisor.